Manufacturer narrative:
A ge service representative performed an onsite investigation. The x-ray tube anode wa reconnected and the cathode was also connected. A battery charger and filament calibration were performed. The system was tested and found to be working as intended and returned to service.

Event description:
The fe reported a kv on in error message. This error causes the system to shut down, resulting in a loss of imaging functionality. There is no report of injury or death associated with this event.